Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. No deviation was registered during sterilization and manufacturing process. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported a patient with reduced visual acuity, toxic central keratitis and a central thinning with flap ridges associated with grade two diffuse lamellar keratitis of the left eye following lasik treatment. Topical antibiotics and corticosteroids were used. Additional information received, the site reports that several reasons foreign to the system could be the cause of the reported event.